Event description:
Report received from the USA stating that the device would not hold the cutting burr. The device was being used during surgery. No injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info is received, a supplemental report will be sent. Ref: (B)(4).